Event description:
Event description cpi received information that during a routine replacement procedure of an implantable pulse generator (ipg) this bipolar lead was removed from service. The physician elected to replace this lead due to intermittent capture. Implanted-06/26/89. Out of service-07/30/96. Implant months-85.1.